Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient's ins site was hurting real bad. The caller indicated that the patient would like to have the device removed, but their healthcare provider (hcp) is no longer in the area. The caller indicated that the patient was in a motor vehicle accident in (B)(6) or 2016 and just recently someone hit the ins with a syringe. A later call from the consumer indicated that the patient's ins will be removed, but a date was not given during the call. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.